Event description:
Patient was revised to address tibial insert that was not fully seated at time of original implant.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the information provided, as the part and lot number required to review the device history records was not provided. Provided information states the patient was revised due to insert not being fully seated at the primary surgery. Based on the investigation, the need for any corrective action is not indicated. Depuy considers the investigation closed. Should the products and/or any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving the lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. A complaint database search did not show any additional reports against the lot code. The investigation could not draw any conclusions about the reported event based on the newly provided information. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.